Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the physician attempted to use an in.pact pacific device for the treatment of a lesion in the superficial femoral artery / popliteal artery. Lesion morphology unknown. It is reported that a balloon twist occurred. Another balloon was used to complete the procedure. No patient injury reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
Device evaluation summary: the device returned in the box with lot#0008636448 was not the device involved in the event. The lot# on the hub of the device was 0008545949 . A visual and a tactile inspection was carried out on the device returned: dry blood was found on the device but no issue detected. The balloon was unfolded, used and dirty of blood. The inspection of the device did not report any abnormality on the device. The balloon was inflated and no issue or sign or twist were detected. If information is provided in the future, a supplemental report will be issued.